Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced an insulin pump error from their device. The customer's blood glucose level was 18.2 mmol/l. The customer was able to clear the alarm but was unable to rewind the insulin pump. The customer returned the device for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device rewound properly during rewind sequence. No rewind anomaly noted during testing.